Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g208 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g208 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak, alarm # 17: return pressure and clot observed. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated the return pressure membrane leaked after the buffy coat collection phase of the procedure before photoactivation. The customer stated prior to the leak they received an alarm #17: return pressure alarm. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer stated when removing the kit from the instrument they noticed blood clots in the return bag. The customer will not be returning product for investigation.